Event description:
Related manufacturer reference number: 2017865-2023-10663 during a follow-up, low, out of range, pacing impedance was observed on the atrial channel. Additionally, decreased p-wave sensing, episodes of noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead of the device. The device had been reprogrammed. The patient was stable and will continue to be monitored.